Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Review of event log did not confirm that there was no record of the related customer reported issue. Visual and functional testing confirmed that the downstream occlusion (dso) sensor was without the standard. The dso sensor was replaced to correct the reported problem, and device passed all functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blockage detection pressure is outside the standard. There was no patient involvement, and the reporter confirmed that there were no patient harm/adverse event reported.